Event description:
It was reported that a patient underwent a revision procedure approximately 1.5 years post implantation due to baseplate/screw loosening and multiple screw fractures. Due diligence is ongoing for this complaint; attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk baseplate cat# unk lot#: unk. Unk peripheral screw cat# unk lot#: unk qty: 2. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.